Event description:
Summary of issue: this has been an intermittent issue with some of the chart medical pediatric sized blood bags for at least 18 months. What happened? Patient required packed red blood cells to be given. The blood product came up in a chart medical pediatric sized blood bag. Rn had difficulty spiking blood bag with blood filter and this has occurred multiple times in the past. Rn needing to use other methods to spike the blood bag. In collaboration with intensive care unit advanced practice nurses, have tried other spikes to use to pre-spike the bag rather and found them to not be an appropriate or sufficient solution to our issue. The haemonetics blood transfusion filter has been the same filter without any change in product that we are aware of. Manufacturer response for blood filter, blood filter (per site reporter). Notified of report.